Event description:
Electronic orders in the institution have had a history of not being executed by the intended recipient. There are intrinsic defects in the chain of electronic ordering system. These defects span a spectrum from interface defects, to orders being electronically sent to free text silos, to order obfuscation by excess verbiage such that the recipient cognitively misses the order, to computer discontinuation of orders. The orders that fail to be executed are varied. This case involved the failure to execute an order for a transcutaneous pacemaker with life threatening consequences.